Event description:
Metallic microdrip tip was found to be missing from the piggyback set. An overdelivery of IV fluid associated with use of the set produced no untoward clinical effects; the pt sustained no harm. Identity of the IV fluid and the volume infused were not known.